Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Boston scientific crm received information that this lead was exhibiting poor sensing and threshold measurements, therefore, the physician elected to replace the leads. Clavicular crush was noted during the procedure. The lead was successfully explanted and replaced. The leads were discarded at this hospital and will not be returned. As the reported event date occurs after the explant date, neither dates have been included.

Event description:
Per the audiologist, the patient experienced a decrease in performance. Impedance telemetry testing on (B) (6), 2009 indicated open circuits on multiple electrodes. Explant and reimplantation is planned, but had not taken place at the time of this report december 9, 2009.